Event description:
Consumer reported complaint for error messages (e-1, e-2 - doesn't recall the error code) and hi blood glucose test results. The customer¿s expected am fasting blood glucose test result is 140 mg/dl and expected pm fasting blood glucose test result range is 300-400 mg/dl. Customer stated that yesterday, on (B)(6) 2023, more than 3-4 hours after the steroids, she tested her blood sugar and saw a hi twice and error code e-2 or e-1 (doesn't recall the error code). Customer stated she was having neuropathy (did not seek any medical intervention). Customer did not take insulin yesterday on (B)(6) 2023 based on result hi because she didn't know what hi means. Customer stated that she is not complaining meter defect due to the hi she is aware about the steroids may bring the blood sugar high. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/13/2024 and open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 293 mg/dl date: (B)(6) 2023 time: 9:10am fasting result 2: 303 mg/dl date: (B)(6) 2023 time: 8:08am fasting. Result 3: 430 mg/dl date: (B)(6) 2023 time: 9:09pm fasting. Result 4: hi date: (B)(6) 2023 time: 4:32pm fasting she was having neuropathy. Result 5: hi date: (B)(6) 2023 time: 4:29pm fasting after the steroids. Result 6: 143 mg/dl date: (B)(6) 2023 time: 6:36am before the steroids.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 05-sep-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.